Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information received. It was reported, that while impacting cup, the end of the impactor broke off. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned device found, that the cup impactor has broken in two pieces. The hammer plate has busted off from the device. The end cup was returned for evaluation. The fracture characteristics are consistent with rotating bending fatigue from off-center irregular impactions. Which may accelerate fatigue crack propagation over multiple impaction cycles. Consistently, impacting the device in the center of the cap may diminish the risk of fracture. However, lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use. The device must be properly inspected, prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions and inspection procedures. There are no design changes identified, that reduce the risk of this incident without the introduction of new risks, while maintaining the intended function of the device. With the available data and understanding of the surgical process, no change to the design of the devices is proposed. The risk associated with the devices is reduced, as far as possible and is outweighed by the benefits of their usage. Complaints will be monitored in the post market surveillance process. A functional test was not performed, since it was not applicable to the complaint condition. A dimensional inspection was not performed, since the broken condition. The overall complaint was confirmed. As the observed, condition of the pinn straight cup impactor would contribute to the alleged device issue. Based on the investigation findings, the potential cause of the breakage is traced to end of life and in the case of stripped condition could be related to unintended use error. It has been determined, that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d4: (expiration date). The expiration date (1/31/2035) in the previous medwatch was reported in error. The device involved was an instrument and does not have an expiration date.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while impacting cup, the end of the impactor broke off.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.